Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("delivery catheter of insert torn prior to introduction in tubal ostium") and complication of device insertion ("delivery catheter of insert torn prior to introduction in tubal ostium") in a female patient who had essure (batch no. 664589) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1681 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On (B)(6) 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by (B)(6) 2017.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("delivery catheter of insert torn prior to introduction in tubal ostium") and complication of device insertion ("delivery catheter of insert torn prior to introduction in tubal ostium") in a female patient who received essure (batch no. 664589). On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day after starting essure, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the delivery catheter of insert torn prior to introduction in tubal ostium. This event is anticipated according to essure's reference safety information. Breakage of the essure catheter during attempted insertion and difficulty in deployment or detachment can occur, especially in tubal ostia that are more laterally located or in cases of tubal spasm. Handling errors and deviations from the instructions for use may also cause a shape alteration of the device. In this particular case, no details were given about any difficulties during the procedure. However, considering the event occurred in association with device placement causality cannot be excluded. This case was regarded as other reportable incident, as although there was no death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.